Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The choledocho videoscope was returned to the service center with a report of leakage in the biopsy channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the control unit was dirty due to water leakage. It was also found that the bending section could not be controlled at all due to corrosion on the angle mechanism. There was no patient involvement.